Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, while the in-recovery area, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 350 cc of fluid from the pericardium. The patient was transferred to another hospital and stayed overnight for a repeat echo in the morning. No excess fluid around the heart was seen. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the advent is that it could have been procedure-related as they were unable to cannulate the coronary sinus with the bard deca catheter or during cavotricuspid isthmus (cti) ablation. It was also mentioned that the patient had history of congestive heart failure (chf) and a large right atrium which were cited as factors that might have contributed to the adverse event. There were no high values observed related to temperature, impedance or force. No steam pop was noticed or recorded during the ablation. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. An access sheath 8fr was used during the case. The irrigation was set in low flow at 2ml/min and 17ml/min during the ablation with 20- 30 watts. The patient did not receive anticoagulant during the case. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were stability 2mm, time. 5 seconds and fot time 50% minimum force: 5. The color option used prospectively was force time interval (fti) of 300-400.